Event description:
On (B)(6) 2013, the reporter stated that the needle broke off within the patient during an injection being given by the patient's parent. The needle segment was located by x-ray and was removed surgically. No other information is available at this time.

Manufacturer narrative:
No product has been received to date. If product is returned, analysis will be conducted.